Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was use error, the patient disconnected from set. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2367, this system error occurred during dwell 2 of 4. The technical service representative (tsr) assisted the home patient (hp) as the hp said she woke up to a system error 2367. The tsr had the hp cycle the machine then go to the alarm log. The tsr discovered a system error 2240 (air in line). The tsr instructed the hp to end therapy and start over with new supplies and reviewed proper procedures per the user manual with the reporter. The patient was involved but there was no patient injury or medical intervention reported.